Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type lead.

Event description:
Information was received from a patient via manufacturer representative. It was reported that the patient was experiencing a strange sensation from their stimulator when they were lying flat and stretching. The manufacturer representative checked impedances, which showed that electrodes # 11, 12, 13, and 15 were all out of range. The device was successfully reprogrammed to give the patient pain relief without using any of those contacts. No further complications were reported or anticipated. The patient¿s status at the time of this report is ¿alive, no injury.¿ indications for use are spinal pain and chronic low back pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from representative. It was reported that the patient had his lead replaced on (B)(6) 2017 due to the many impedances.

Manufacturer narrative:
Supplemental to update: no longer applies: stimulation lead (serial number (B)(4)) was returned for analysis. A supplemental will be sent when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the reason for removal was the electrode impedances and the patient recovered without sequela.

Manufacturer narrative:
Analysis of the lead ((B)(4)) found that the #1-7 conductors were broken 20.2 cm from the distal end. References the main component of the system and other applicable components are: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.